Manufacturer narrative:
A 3.00 x 38 synergy xd stent delivery system was returned for analysis. A visual examination of the stent found that stent struts at the distal section of the stent were lifted from the crimped position. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a 90% stenosed severely tortuous and severely calcified lesion. A 3.00 x 38mm synergy xd was advanced to the target lesion, but it was noticed that the middle part of stent strut was damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention (pci) was performed on a 90% stenosed severely tortuous and severely calcified lesion. A 3.00 x 38mm synergy xd was advanced to the target lesion, but it was noticed that the middle part of stent strut was damaged. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.